Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the reported difficult or delayed activation (difficulty to deploy the clip) resulting in single leaflet device attachment (slda) appears to be related to user technique/procedural circumstances. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip was implanted successfully. To further reduce mr, a second clip was placed in a2/p2. However, during the deployment sequence, after the actuator knob was retracted, the grippers were raised to remove the gripper line and the clip delivery system (cds) handle was retracted. It was observed on x-ray and echocardiogram that the clip was still attached to the cds and was pulling the clip towards to left atrium. The user had not fully retracted the actuator knob. Tension was released and the actuator knob was pulled back further. The clip then successfully released from the cds but detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr returned to 4. Another clip was implanted stabilizing the slda clip. Mr was reduced to 3. The patient will be medically managed unless future intervention is needed. No additional information was provided.